Event description:
We received an allegation of questionable ise results for multiple patients' plasma samples tested on a cobas 6000 c501 module. Results for the following tests were affected: sodium (na), potassium (k), and chloride (cl). Discrepant results were provided for 5 patient samples. Sample 1, sample 2, and sample 3 were tested on (B)(6) 2024. Sample 1 (patient 1): na; initial result: 117 mmol/l. Repeat result: 150 mmol/l. K: initial result: 4.38 mmol/l. Repeat result: 4.86 mmol/l. Sample 2 (patient 2): na: initial result: 80 mmol/l. Repeat result: 136 mmol/l. Cl: initial result: 225.7 mmol/l. Repeat result: 98 mmol/l. Sample 3 (patient 3): na: initial result: 80 mmol/l. Repeat result: 138 mmol/l. Cl: initial result: 221mmol/l. Repeat result: 100 mmol/l. No questionable results for sample 3 were reported outside the laboratory. Sample 4 (patient 4) was tested on (B)(6) 2024: na: initial result: 8128 mmol/l. Repeat result: 113 mmol/l. Sample 5 (patient 5) was tested on an unknown date. Na: initial result: 150 mmol/l. Repeat result: 117 mmol/l. K: initial result: 4.86 mmol/l. Repeat result: 3 mmol/l. Cl: initial result: 112 mmol/l. Repeat result: 96 mmol/l.

Manufacturer narrative:
The na, k, and cl electrodes' lot numbers and expiration dates were not provided. The field service engineer found that the tubing was pinched, and the tubing of the sipper was pushed too far from the sipper nozzle past the bent. He replaced the pinched tubing and adjusted the tubing of the sipper. The cause was consistent with a maintenance issue. The service actions (replacing the pinched tubing and adjusting the tubing of the sipper) resolved the issue.